Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device diagnosis was updated to "not applicable."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that since the evening of (B)(6) 2018 (21.00h), the patient had suffered from "cold" sweating and he felt globally tremorous, which was a bit better as of the report. There was no increase in the known pain. The patient did not feel ill overall. There were no recent problems or infection. The patient had preserved appetite. There was no dyspnea or tachypnea. There were was no oppressive feeling of thoracic or thoracic pain. There was no radiating burden in the arm (s). It was stated "anamnestic there were no other alar symptoms with a reassuring examination with a normally working pump." Technical research in the form of EKG, biochemistry, and development of the rx pump were also normal. It was stated "progressive clarification of the complaints that allowed the patient to leave the hospital in good condition on (B)(6) 2017." The clinical diagnosis was "suspicion (morphine) pump dysfunction." Device interrogation, x-ray, and laboratory testing were performed on (B)(6) 2018; all came back normal. No action was taken. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The event was possibly related to the device/therapy and not related to the implant procedure. The event was resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated. Additional information was received. The clinical diagnosis was updated to "sweating and tremorous." Additional information was received. The device diagnosis was updated to "other possible pump dysfunction." The event date was updated to (B)(6) 2017. The pump was implanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported a specific pump dysfunction was not identified, and the cause of the dysfunction was not identified. It was stated "they first thought it was a morphine derving syndrome."